Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer stated that the scd pump had been used on a pt and began to smoke at the power cable. The controller sparked, blew and then there was smoke. The burn damage was on the power cable only. The smoke was coming from the controller not the wall socket. The controller was plugged in at the time.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.